Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as interaction due to reportedly the catheter inadvertently wrapped around the guidewire resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. Medwatch report attached.

Event description:
Medwatch form mw5177508 which states: it was reported that the catheter wrapped around the wire. The catheter was prepped and inserted as normal. During pullback the catheter wrapped around the wire. Catheter removed and new catheter and wire opened and used to complete procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).